Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he is not comfortable using the insulin pump. Customer's blood glucose was unknown mg/dl. The customer says that his blood glucose climb up to 300 mg/dl because he is not pushing the buttons to get the insulin into his body and says when try to change it they have trouble with it. The customer declined transfer to helpline.